Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer is working with her health care professional on the reported issue.